Event description:
It was reported after using one (1) bd bbl¿ inhibitory mold agar deep fill plate, there was visible fungal growth on the plate. As the fungal contamination was immediately noticed after incubation, no patient results were reported. The fungal growth was later identified as penicillium species. There was no health impact or consequence reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using one (1) bd bbl¿ inhibitory mold agar deep fill plate, there was visible fungal growth on the plate. As the fungal contamination was immediately noticed after incubation, no patient results were reported. The fungal growth was later identified as penicillium species. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: during manufacturing of material 298191, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd diagnostic solutions distributors are provided with the storage guidelines for the shipping and handling of bd diagnostic solutions media of 2 to 8 degrees c in a dark place. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. As there were batch numbers for 5 of the 6 reported incidents provided an investigation was documented for an unknown batch. However, without a batch number, retention samples and the batch history record cannot be evaluated. Photos or returns were not available for this complaint investigation. Trending was done on the appropriate databases for plate inhibitory mold (material 298191) and no quality notification trends have been identified for this material in the last 12 months. The complaint history was reviewed for material 298191 and there are no trends over the last 12 months. Bd diagnostic solutions will continue to trend complaints for this issue. This complaint cannot be confirmed.